Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump does not seem to be delivering the correct amount of insulin. The customer stated that he was been experiencing high blood glucose levels for the past month. The reported blood glucose reading at the time of the call was 297 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. However, the customer stated that the no delivery alarm does work. Advised the customer of the possible causes for high blood glucose levels, but the customer does not believe that the insulin pump is delivering the correct amount of insulin. The customer stated that he would be speaking with his doctor about getting a new insulin pump. Nothing further was reported.